Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. Customer's blood glucose was 72-216 mg/dl. Customer fully charged pump and upon follow up, customer reported the issue had resolved.